Manufacturer narrative:
(B)(4). Device evaluated by MFR. The nc quantum apex catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during an unspecified procedure, balloon had a pinhole. The 12mm x 3.00mm nc quantum apex monorail balloon catheter was inflated once, then contrast leaked and a pinhole was noted on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.